Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery alarm test. However, the insulin pump alarmed after a battery change due to a voltage leak. The insulin pump had a cracked reservoir tube lip and minor scratches to the display window.

Event description:
It was reported that the customer received a new replacement pump. Customer changed the battery out 3 times and she keeps getting an unexpected restart alarm. Customer has a low battery and every time she put a new one in, she receives an alarm. Customer stated that she called in once before. Customer's blood glucose level was 183 mg/dl. It was explained that the pump experienced an unexpected restart. Customer declined troubleshooting for high blood glucose levels. Insulin pump will need to be replaced. No additional information provided.